Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however the root cause is unknown. One 0.018 in. Guidewire, one 4.5 fr microintroducer, one 21 g introducer needle, one scalpel, one 20 g IV introducer needle, one 14 g IV introducer needle, one non-bas pair of scissors, and the labeling from a 4.5 fr microez microintroducer kit were returned for evaluation. An initial visual observation showed the guidewire was broken approximately 3 cm distal to the proximal tip. Use residue was observed on the guidewire and microintroducer. A microscopic observation revealed the coiled wire at the proximal tip of the guidewire was distorted and disjointed. The break site of the guidewire was observed to be angled and tapered with a granular surface texture. The distal tip of the microintroducer was observed to be slightly damaged. It is unknown if the damage observed on the proximal end of the guidewire existed before or after the break occurred in the guidewire. Therefore it can be determined if the reported event occurred due to this damage or if the damage was caused during manipulation of the guidewire.

Event description:
It was reported that when the catheterization was conducted on (B)(6) 2018, during the process of feeding into the vascular sheath and removing the guide wire, it was found that the tip of the guide wire in the vascular sheath was hook-shaped, which could not feed the guide wire into the vascular sheath smoothly and complete the catheterization. Then it was replaced with a new vascular sheath for catheterization.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1234 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when the catheterization was conducted on (B)(6) 2018, during the process of feeding into the vascular sheath and removing the guide wire, it was found that the tip of the guide wire in the vascular sheath was hook-shaped, which could not feed the guide wire into the vascular sheath smoothly and complete the catheterization. Then it was replaced with a new vascular sheath for catheterization.